Event description:
During a routine follow-up, no communication could be established with the ICD. Several programmers were used without success. Upon opening the pocket, fluid was observed in the insulation of the sv02 lead.